Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure "needs to know if this was repaired 3rd party in the past" was not confirmed. According to henke: scope evaluated as a level 3. Deep distal tip damage, bent/dent, loose prism, broken lenses, black optics, cracked distal negative. No indication of tpr. Probable root cause for this failure is: the complaint for ¿needs to know on report if this was repaired by 3rd party in the past¿ has not been confirmed. Scope shows signs of customer use and handling. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.